Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that the tip broke when loosened. The screw thread of tip remained at the thread level of the resterilizable shaft and cannot be removed. Event timing and patient impact are unknown. Additional information has been requested but not received.

Manufacturer narrative:
No sample has been returned for evaluation for the report of broken; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. (B)(4).